Manufacturer narrative:
Age of device: 6 years, 11 months, 23 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2011. It was reported that lvad's speed decelerated while the power elevated. X-ray reports were submitted and wear was noted under the distal end of the relief bend of the percutaneous lead. Percutaneous lead (driveline) replacement was carried out on (B)(6) 2018. Patient had pump stoppages on (B)(6) 2018. Patient was kept on ungrounded patient cable and did not have any further pump stoppages. Patient was asymptomatic. No further information was provided. Manufacturer's technical services reviewed the supplied log files and observed speed drops on (B)(6) 2018 all occurred while connected to the power module.

Manufacturer narrative:
Device evaluation: although the reported low speed and pump stop events were confirmed through evaluation of the log file, a specific cause could not be conclusively determined through this evaluation. Technical services personnel performed an external driveline repair on (B)(6) 2018. The replaced portion of the driveline was returned measuring approximately 21.75". Visual inspection of the driveline revealed approximately 2" of rescue tape on the outer silicone jacket, starting at the terminus of the distal end bend relief. Removal of the tape revealed a tear to the outer jacket adjacent to the bend relief terminus. No damage to the bionate layer was identified. The driveline was tested for electrical continuity and did not reveal any discontinuities or shorts. The metal braided shield was broken down throughout the length of the driveline. Examination of the underlying wires did not reveal any insulation breaches. High potential testing did not reveal any insulation breaches that would have contributed to an electrical short. The evaluation did not reveal any issues that would have contributed to the reported events captured in the log file. The implant kit was shipped with hmii IFU document #103883 rev. C. Section 17 outlines proper percutaneous lead care, instructing users to avoid twisting or bending the percutaneous lead as this may lead to wire damage inside. This section also explains that all hmii lvas percutaneous leads have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The implant kit was shipped with hmii patient handbook document #103885 rev. C. Which also outlines the recommended handling and care of the driveline. Patient remains ongoing with the device. No further information was provided. The manufacturer is closing the file on this event.